Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had buttons are not responding. Customer stated that he received battery out limit alarm and he was unable to clear the alarm. Customer stated that the time clock was not advanced. Customer confirmed that the esc button was not responding and still he was unable to clear the alarm. Customer stated that the insulin pump was not dropped and not exposed to moisture. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.